Event description:
The system 6 reciprocating saw was returned to stryker instruments for evaluation. It was reported that the saw would not shut off during a procedure. The case was completed successfully and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
During the device evaluation, the handpiece was found to have an old style trigger. An old style trigger does not hold the magnet as well. The magnet is used to activate the e-box when it comes in close proximity, so if the magnet comes loose from the trigger and attaches to the e-box, it will cause run on as soon as a battery is inserted.

Event description:
The system 6 reciprocating saw was returned to stryker instruments for evaluation. It was reported that the saw would not shut off during a procedure. The case was completed successfully and no adverse consequences were alleged with this event.